Manufacturer narrative:
The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
The device was returned for evaluation.

Manufacturer narrative:
The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 7f exoseal vascular closure device (vcd) did not change color during withdrawal, resulting in hemostasis failure. The device was withdrawn. Hemostasis was achieved through manual compression. There was no reported patient injury. The intended procedure was reported to be an intracranial arterial stenosis balloon dilation and stent placement, performed using a retrograde approach. There were no visible signs of device or package damage prior to use. Femoral artery suitability, vessel diameter (=5 mm), and sheath insertion angle were confirmed by angiography. The puncture site showed no signs of calcification, plaque, nearby stents, or stenosis greater than 50%. No previous closure devices or manual compression had been used at the access site within 30 days prior, and no signs of hematoma, av fistula, or pseudoaneurysm were observed. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. During the procedure, the indicator wire cowling locked properly with an audible click, and pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until bleeding slowed or stopped. The physician did not place their thumb on the plug deployment button during retraction, and the indicator window did not show any red color. Upon removal, the indicator wire loop was deployed and visible with no noted anomalies. The device is expected to be returned for evaluation.

Manufacturer narrative:
As reported, the indicator window of a 7f exoseal vascular closure device (vcd) did not change color during withdrawal, resulting in hemostasis failure. The device was withdrawn. Hemostasis was achieved through manual compression. There was no reported patient injury. The intended procedure was reported to be an intracranial arterial stenosis balloon dilation and stent placement, performed using a retrograde approach. There were no visible signs of device or package damage prior to use. Femoral artery suitability, vessel diameter (=5 mm), and sheath insertion angle were confirmed by angiography. The puncture site showed no signs of calcification, plaque, nearby stents, or stenosis greater than 50%. No previous closure devices or manual compression had been used at the access site within 30 days prior, and no signs of hematoma, av fistula, or pseudoaneurysm were observed. There was no difficulty connecting the unknown 7f vascular sheath introducer with the exoseal vcd. During the procedure, the indicator wire cowling locked properly with an audible click, and pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until bleeding slowed or stopped. The physician did not place their thumb on the plug deployment button during retraction, and the indicator window did not show any red color. Upon removal, the indicator wire loop was deployed and visible with no noted anomalies. One non-sterile exoseal vascular closure device 7f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed while the guard was locked. The plug was in manufactured position, and the indicator wire was found fully deployed. An 8f non-cordis catheter sheath introducer was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis no additional anomalies were observed to be reported. A deployment simulation evaluation was performed. During this analysis the indicator wire was pulled to achieve the black, black position in the indicator window, then it was proceeded with the deployment lever full depression, achieving the indicator wire retraction and the plug expected deployment. The indicator window black/white/red position was obtained as well. A high magnification microscopic evaluation was executed to evaluate the internal mechanism of the device. During this analysis no abnormal conditions were observed to be reported. The reported event of ¿indicator window no change to indicator¿ was not observed on the returned device since functional analysis was completed and full window transition with successful plug deployment was achieved. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, user-related factors (user error) such as the 8f sheath which was returned inserted into the 7f exoseal device may have affected the device. As stated in the indication for use (IFU), ¿the exoseal¿ vascular closure device is indicated for femoral artery puncture site closure, reducing time to hemostasis and ambulation in patients who have undergone diagnostic or interventional procedures using a standard corresponding french size vascular sheath introducer with up to a 12 cm working length.¿ the product description also includes, ¿note: the indwelling vascular sheath introducer must allow the bleed-back port to extend beyond the distal tip of the sheath. The french size of the exoseal¿ vcd must correspond to the french size of the vascular sheath introducer in use.¿ usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling and could possibly affect the use of the device. The indwelling vascular sheath introducer must allow the bleed-back port to extend beyond the distal tip of the sheath. The french size of the exoseal¿ vcd must correspond to the french size of the vascular sheath introducer in use.¿ usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, a risk assessment has been initiated to further investigate similar complaints reported.